Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Sales rep reported that "the 2.3m screws site more proud than the 1.7 screws, but surgeon was okay with that. Typically 1.7mm or 1.9mm screws are used. Surgeon anticipates removing the plate in a couple of months." The doctor used a 1.7mm hand plate, and choose to use 2.3mm screws to secure the plate.

Manufacturer narrative:
The reported incident that 1.7 s variax hand lock 3-d plate,4x2h was alleged of issue s-170 (known misuse reported by the user) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an off label use of the product. The failure mode is confirmed as in the event description is shown an off-label usage of an stryker product. The labeling clearly states that the mentioned 3d plate should be used with 1.7 mm screws. Therefore the usage of 2.3 mm screws in not adequate for the product. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Sales rep reported that "the 2.3m screws site more proud than the 1.7 screws, but surgeon was okay with that. Typically 1.7mm or 1.9mm screws are used. Surgeon anticipates removing the plate in a couple of months.¿ the doctor used a 1.7mm hand plate, and choose to use 2.3mm screws to secure the plate.